Event description:
It was reported that the patient received high voltage lead impedance out of range alert via (B)(6). Upon review, no measurements for two vectors were observed. In view of the fact that there is no svc coil in the rv lead, no measurements were displayed. Reprogramming was performed to the correct vector. Two weeks later, the patient called in clinic complaining of shortness of breath. Far-field r-wave oversensing was observed. Reprogramming was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.